Event description:
During the evaluation of a returned spectrum infusion pump, 6 occurrences of an "door jammed" alarm were identified in the event history log. There was no pt injury or medical intervention required since these items were found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "door jammed" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The upper auxiliary sub-assembly was replaced.